Manufacturer narrative:
No samples were received for investigation of (B)(4), in which the customer has stated: ¿the transparent needle cannula was leaking through a split¿. The product in use at the time is reported to be a mz1000 china from lot 24015460. Further information provided by the customer indicates that the saline solution leaked during priming and cracks were observed on the edge of the connector and the infusion set. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 24015460 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz1000 china product in the past 12 months.

Event description:
It was reported that bd bd maxzero needleless connector was leaking the following information was received by the initial reporter with the following verbatim: at 16:55 on (B)(6) 2024, the patient was admitted to the hospital with a diagnosis of diffuse large b-cell lymphoma 4 months old, and was treated with a clear needle cannula connected to a 10 ml syringe for the patient's intravenous injection of sodium mesylate for renal protection and prevention of bladder haemorrhage, and the nurse found that the transparent needle cannula was leaking through a split and immediately replaced it with a new one to continue to complete the patient's intravenous treatment. No adverse harm was caused to the patient.